Event description:
Reported via patient call center. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was implanted on (B)(6) 2020. The patient stated that he had problems with watchman before, stated the closure device opened prematurely and nicked the sack around the heart. The patient stated that he was bleeding out and require emergency surgery. A good faith effort (gfe) was performed and the nurse practitioner (np) reported that a small pericardial effusion was noted on (B)(6) 2020 following the implant procedure. The patient had a repeat echocardiogram on (B)(6) 2020, and it was confirmed the effusion was stable. On (B)(6) 2020, the patient experienced shortness of breath, and on (B)(6) 2020, the patient underwent pericardiocentesis and 500ml of fluid were removed after a previously stable pericardial effusion (pe) progressed to borderline cardiac tamponade. The drain was removed on (B)(6) 2020, and the patient was discharged on (B)(6) 2020. The patient had a follow up on (B)(6) 2020, and the patient was noted to be in good health and oral anticoagulation (oac) therapy was resumed. The patient continues to be in good health and is currently maintained on 81mg of aspirin.